Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, during dialysis, the catheter leaked blood at the middle of the blue (venous) extension tube. The catheter was replaced with the same lot on the same day and the treatment was completed. No other defects/damages found on the product where the leak was observed. The clamp was moved to a new location after each treatment. Routine saline was flushed and nothing unusual observed on the device prior to use. The catheter was not repaired, tego was not utilized and no luer adapter issue. No cleaning agent was used and no other products being utilized with the device. There was a small amount of blood loss (5-10ml). Blood transfusion was not required. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g1(manufacturer name, MFR contact first name, last name, street 2, MFR city, region, postal code, email and phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a small tear in the venous extension tube consistent with sharp instrument contact. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.